Manufacturer narrative:
B5 - wound leakage and addition of 3 sutures were reported. H6 - patient code 3191: no code available - wound leakage. H6 - patient code 3191: secondary surgical intervention - addition of 3 sutures. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 lens, -5.5/+2.5/063 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to blurred vision, double-vision, and near vertical rotation of lens. Attempts to obtain additional information have not been successful.